Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after eating more than usual without an adequate meal announcement, and customer care provided troubleshooting and education on changing supplies and resuming insulin as usual. Symptoms included fatigue and increased urination. Outcomes included no medical intervention, self-administration of subcutaneous insulin as back-up therapy, and no hospitalization. Investigation included a review of user-reported blood glucose data, troubleshooting guidance, and confirmation of back-up insulin use. Investigation of this case revealed user handling related to an incorrect meal size announcement with resultant hyperglycemia and no device alerts or alarms reported. It was concluded that the event was attributable to user-related factors rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.